Event description:
It was reported that the patient received inappropriate atp therapy. Review of the segm revealed a svt. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).